Event description:
It was reported the pt was experiencing pain similar to the post-operative pain at the lead site. A CT scan was taken but it showed no anomalies. The pt was prescribed a pain cream to help to ease the pain. It was reported the physician concluded the discomfort may reduce with time. Follow-up info received the pt was still experiencing the pain and was to consult with the pain physician for trigger point injection in her neck. The pt was to be followed up at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.